Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The patient presented with acute myocardial infarction (mi). Vascular access was obtained via the femoral artery. The 85% stenosed, 24mm in length, 2.50mm in diameter, concentric target lesion was located in the mildly tortuous and mildly calcified ostial left anterior descending artery (lad). The lesion contained a >45 and <=90 degrees bend. After pre-dilation was performed, a 2.50x24mm promus element plus drug-eluting stent was advanced and deployed in the lesion. However, during post dilation, it was noted that the stent was deformed. Another promus element plus stent was advanced to cover the lesion and the procedure was completed. No patient complications were reported.